Event description:
It was reported that the pump battery depleted too quickly, leading to a shutdown of the device. There was no information provided on the impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.